Manufacturer narrative:
(B)(4). Was this device serviced by a third party? No. (B)(6). This report is being filed on an international product, list number 06r87-22 that has a similar product distributed in the us, list number 06r87-20. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported false positive architect sars-cov-2 igm results for 2 patients. The following data was provided (architect sars-cov-2 igm cutoff is < 1.00 index): (B)(6). There was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation for false positive architect sars-cov-2 igm results included a search for similar complaints, and the review of complaint text, trending data, labeling and device history records. Return testing was not completed as returns were not available sensitivity and specificity testing were done using an in-house retained kit of lot 22606fn00 stored at the recommended storage conditions. All validity and acceptance criteria were met indicating that the lot is performing acceptably. Device history record review on lot 22606fn00 did not show any non-conformances, or deviations related to the customer issue. Labeling was reviewed and adequately addresses the issue under review. In this case, no specific patient history was provided for the patients. A direct comparison should not be made between the architect sars-cov-2 igm assay and the roche total ab assay used by the customer. The architect sars-cov-2 igm is designed to detect immunoglobulin class m (igm) antibodies to the spike protein of sars-cov-2 whereas the roche total ab assay is designed to detect the nucleocapsid protein of sars-cov-2. A direct comparison should not be made between the architect sars-cov-2 igm assay and the biomérieux vidas® sars-cov-2 igm assay as both assays utilizes different test principles. The architect sars-cov-2 igm assay utilizes chemiluminescent microparticle immunoassay (cmia) technology whereas the vidas® sars-cov-2 igm is an enzyme immunoassay method with a final fluorescence detection (elfa). Per the clinical performance section of the package insert, a study was performed to estimate the negative percent agreement (npa), 2965 serum and plasma specimens from subjects assumed to be negative for sars-cov-2 were tested using the sars-cov-2 igm assay. All of the specimens were collected prior to september 2019 (pre-covid-19 outbreak). The npa is 99.56% (95% ci: 99.25, 99.74). A study was also performed to estimate the positive percent agreement (ppa), between the sars-cov-2 igm assay and the polymerase chain reaction (pcr) comparator, 326 serum and plasma specimens were collected at different times from 103 subjects who tested positive for sars-cov-2 by a pcr method and who also presented with covid-19 symptoms. Each specimen was tested using the sars-cov 2 igm assay. The ppa and the 95% confidence interval (ci) were calculated. The ppa at = 31 days post-positive pcr result is 100.00% (95% ci: 51.01, 100.00). Twenty-eight (28) specimens from 8 immunocompromised patient were excluded from the study. When the results from these specimens were included, the ppa at = 31 days post-positive pcr result was 80.00% (95% ci: 37.55, 98.97). It should be noted that the duration of the igm antibody response has not been fully characterized. These study results are representative performance data. Results obtained in individual laboratories may vary. Per summary and explanation section of the package insert, at this time, duration and strength of the igm antibody response continue to be characterized; the kinetics of this response are unknown. Results should be used in conjunction with other data; e.g., symptoms, results of other tests, and clinical impressions. Results from antibody testing should not be used as the sole basis to diagnose or exclude sars-cov-2 infection or to inform infection status. Based on the investigation architect sars-cov-2 igm reagent lot 22606fn00 is performing as intended, no systemic issue or deficiency of the architect sars-cov-2 igm reagent was identified.